Manufacturer narrative:
Method: MFR reviewed log files and system performance files in engineering lab with comparable version of software and user interactions/task. Conclusion: the FDA (B)(4) district office has been notified of this issue under 21 cfr 806 on september 8, 2004. MFR is in the process of sending letters to all affected consignees and distributors to notify them of this potential issue and provide interim options until the correction can be made to all devices. Once the correction is available, a follow up letter will be sent to affected domestic consignees providing detailed instruction on how to receive the correction.

Event description:
The customer reported that their cic unit rebooted while in use. The customer further indicated that this was the only occurrence of reboot and otherwise unit was working fine.